Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there are pieces of coiled metallic material present in the bilateral cornual areas') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, morbid obesity, adenomyosis, endometriosis, pelvic adhesions and metrorrhagia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (supra cervical abdominal hysterectomy and left salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered device breakage, dysmenorrhoea and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 3-mar-2021: mr received : previously reported event "injury nos" updated to "there are pieces of coiled metallic material present in the bilateral cornual areas". Reporter and medical history added. New events added- pelvic pain, dysmenorrhea. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there are pieces of coiled metallic material present in the bilateral cornual areas') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, morbid obesity, adenomyosis, endometriosis, pelvic adhesions and metrorrhagia. On (B)(4) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (supra cervical abdominal hysterectomy and left salpingo-oophorectomy). Essure was removed on (B)(4) 2020. At the time of the report, the device breakage, pelvic pain and dysmenorrhoea outcome was unknown. The reporter considered device breakage, dysmenorrhoea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report